Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during an ankle fracture repair the t-rope snapped when the surgeon was pulling it tight. It was removed and replaced with another ar-8926ss with a different lot number. The case was completed with no further issues and the patient is fine to date.